Event description:
Device was removed from pt and found to be shorter than expected and rough at end distal from port. Chest x-ray revealed piece of catheter possibly in left lower pulmonary artery. Piece of catheter subsequently removed 3/29/94.